Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "had multiplehelium loss 2 alarms within 1-2 minutes of each other.. Verified no blood in drive line, and that connections were tight and secure with no resolve in alarms. Leak testdone, catheter failed. Iab to be removed and replaced". No patient injury or consequence reported. The patient's current condition is unknown.

Event description:
It was reported "had multiplehelium loss 2 alarms within 1-2 minutes of each other.. Verified no blood in drive line, and that connections were tight and secure with no resolve in alarms. Leak testdone, catheter failed. Iab to be removed and replaced". No patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.